Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse had blood pressure wave forms with the system trainer, patient mini simulator, and during the fiber-optic test. Blood pressure gain test was within tolerance. The unit passed all functional, safety, and electrical tests to factory specifications. The iabp was returned to the customer for use.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had no blood transducer waveform. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter and event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) unit had no blood transducer waveform.